Event description:
It was reported that the cannula detached after assembling causing the syringe to leak. No pt consequences have been reported.

Manufacturer narrative:
The device has been received for eval. Investigation is underway.